Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test, and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer's blood glucose in time of incident was 121 mg/dl and used the blood glucose to calibrate. Customer's current blood glucose was 142 mg/dl and current sensor value was 60. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The sensor glucose and blood glucose is not within acceptable range. The customer does not calibrate until the pump asks her to calibrate. The customer was advised to change orientation of transmitter to reduce movement. The customer was advised to removed and replaced the sensor. The customer was advised that we will ship replacement sensor and asked to return the product.